Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for permanent sterilization. The consumer's concurrent condition included umbilical hernia. Shortly after undergoing procedure, she began to suffer severe menstrual and abdominal pain, symptoms of fatigue, weight fluctuations, heavy bleeding, migraines (which she had no history prior), pain during intercourse and depression. It was reported that her essure-related pain grew so severe that she was sent to the emergency room on at least three separate occasions from 2011 to 2013. She was given an abdominal ultrasound, during which nothing unusual was revealed. Each time she went to the e.r. To address her abdominal pain, she was given prescription pain medication. According to the reporter, the plaintiff may have no choice but to undergo a hysterectomy in order to have her essure device removed. She has since been taking prescription medication in order to manage her severe pain. Follow-up received on 07-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe abdominal pain (essure related pain) and heavy bleeding. She visited the emergency room on at least three separate occasions and was being treated with analgesics. These events are listed in essure's reference safety information. After essure insertion, abdominal pain and abnormal genital bleeding may occur. In this particular case, consumer reported years of pain and bleeding, which started in close association with essure insertion. Considering this positive temporal relationship and based on device safety profile; a contributory role of essure cannot be excluded. This case was considered an incident, since according to the consumer's report, medical intervention (ER visits, analgesics) was required for pain treatment. In addition, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/essure related pain') and biopsy uterus ('uterine biopsy') in an adult female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included c-section in 1996, gravida ii, parity 3 ((B)(6) 1996, 2002, (B)(6) 2007.), vaginal irritation, cervicitis, bacterial vaginosis, trichomoniasis, gestational diabetes, hernia repair, abdominal distension, diarrhea, nausea, vomiting, constipation, fever, sexually transmitted disease, anemia, uterine bleeding, sinusitis, respiratory tract infection, uterine bleeding and gestational diabetes. *she had never experienced the claimed injuries before the date of essure placement. Concurrent conditions included umbilical hernia, urticaria nos, social alcohol drinker (every week), urinary tract infection, suprapubic pain, trichomonal vaginitis, latex allergy, dysuria, vaginal pain, trichomonal vaginitis, chills, vaginal discharge, headache, nasal congestion, respiratory tract infection, blood in stool (positive for blood in stool) and blurry vision. Family history included breast cancer (mother), carcinoma bone, diabetes (mother, maternal grandmother) and cancer (mother). Concomitant products included metronidazole (flagyl) from (B)(6) 2014 to (B)(6) 2015 and norethisterone acetate (aygestin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding") and adnexa uteri pain ("have a very sharp pain in right tube or ovary not sure, during ovulation so painful"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2013, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced migraine ("severe migraines"), depression ("depression"), dyspareunia ("pain during intercourse"), musculoskeletal pain ("shoulder pain"), vulvovaginal discomfort ("vaginal irritation"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular menses"), sinusitis ("infections,sinus infections"), neck pain ("neck pain"), sinus congestion ("sinus congestion") and dermatitis contact ("contact dermatitis") and was found to have biopsy uterus (seriousness criterion medically significant) and mammogram ("mammograms"). The patient was treated with hydroxyzine, steroids and levonorgestrel (mirena). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, migraine, depression, dyspareunia, adnexa uteri pain, urticaria, biopsy uterus, musculoskeletal pain, vulvovaginal discomfort, vaginal discharge, menstruation irregular, sinusitis, mammogram, neck pain, sinus congestion and dermatitis contact outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, biopsy uterus, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mammogram, menstruation irregular, migraine, musculoskeletal pain, neck pain, sinus congestion, sinusitis, urticaria, vaginal discharge, vulvovaginal discomfort and weight fluctuation to be related to essure. The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure,hypersensitivity reaction to nickel or any other component of essureand her use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not claim that essure worsened a previously existing injury/condition. She is currently planning for removal. As per medical record, essure insertion date was (B)(6) 2008. She is currently planning for removal. Uterine biopsy scheduled (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.017 kgs. Hysteroscopy - on (B)(6) 2018: - secretory phase endometrium. - negative for atypia and malignancy. Pregnancy test - on (B)(6) 2016: negative. Ultrasound pelvis - on (B)(6) 2018: non visualization of the left ovary. No left adnexal lesion. Endometrial thickness is within normal limits. Small amount of nonspecific fluid is seen within the endometrium. Slightly heterogeneous appearance of the uterus may be on the basis of multiple small uterine leiomyoma.. Ultrasound scan - on an unknown date: results: nothing unusual; on (B)(6) 2018: abnormal uterine bleeding. On an unspecified date, essure confirmation test was done. Her weight was 172 (units not specified) and height was 5 feet 6 inch. On (B)(6) 2006, ultrasound (pregnancy ultrasound), (transvaginal ob ultrasound), reason for exam: check size and dates, result: transabdominal imaging demonstrates an intrauterine gestational sac with a size of 5.4 millimeters corresponding to an estimated gestational age of 5 weeks 2 days. No fetal pole was as yet seen. The adnexa are unremarkable. Follow-up in several weeks advised to assess for fetal viability. On (B)(6) 2006, ultrasound (fetal age echo, real time sonographic images of fetus were obtained in multiple planes). Reason for exam: patient was pregnant and was having ultrasound for size and dates of fetus. Findings: a single live intrauterine pregnancy is seen with cardiac activity of 169 beats per minute. No somatic motion was demonstrated during real-time sonographic imaging. Average gestational age based on crown-rump length was 9 weeks and 1 day. No signs of subchorionic hemorrhage are seen. The bilateral adnexa appear normal. The left ovary measures 2.8 x 1.7 x 3 centimeters. The right ovary measures 2.5 x 1.4 x 2.4 centimeters. Also noted is the visualization of a yolk sac. The uterus measures 138 x 5.5 x 7.2 centimeters. Impression: single live intrauterine pregnancy with cardiac activity of 169 beats per minute and average gestational age of 9 weeks and 1 day sonographically. On (B)(6) 2007, kidney and bladder ultrasound for lower back pain. Full result: transabdominal multiplanar ultrasonographic images are obtained. A single live intrauterine pregnancy was seen with cardiac activity of 148 beats per in minute. Somatic motion was identified during real-time sonographic imaging. The average gestational age based on head circumference was 22 weeks. The bpd measures 5.5 centimeters. The head circumference measures 20.4 centimeters. The abdominal circumference measures 18 centimeters. The femur length was 3.9 centimeters. The fetal anatomy demonstrated on this exam was the spine, the bladder, kidneys, the stomach, a four chamber heart, and three vessel cords with cord insertion. The estimated fetal weight was 539 grams. The presentation was transverse with the head to the left. The placenta has a fundal location. The amniotic fluid was normal quantity. Impression: normal renal/bladder ultrasound. 1. Single live intrauterine pregnancy with cardiac activity of 148 beats per minute and average gestational age of 22 weeks and 4 days based on head circumference. 2. Normal fetal anatomy with estimated weight of 539 grams; 3. Amniotic fluid in normal quantity. Direct exam: positive group b streptococcal dna detected by nucleic acid amplification. Procedure: ultrasound of kidney and bladder. Full result: multiplaner ultrasonsographic images of both kidneys and urinary bladder were obtained. Both kidneys demonstrated normal echogenic structure with preserved corticomedullary differentiation. No focal lesions are identified in either kidney. The right renal pelvis demonstrated mild fullness that could be secondary to pregnancy. No significant hydronephrosis was identified bilaterally. Impression: normal renal/bladder ultrasound. On (B)(6) 2007, CT abdomen and pelvis with contrast for diffuse pain, possible obstruction. IV and po contrast. Full result: abdominal and pelvic CT after IV contrast administration. Subsegmental atelectasis or mild scarring, right lung base. Hypodensities in liver with short axis diameters of less than 1 centimeter probably cysts, otherwise too small to accurately characterize with CT. Spleen, pancreas, kidneys and right adrenal gland negative. A 5 millimeter left adrenal nodule, probably an adenoma. Stomach normal. Greater than usual colonic gas. Portions of the colon have a diameter of up to 5.5 centimeters. Sigmoid colon not well distended. No abscess or ascites identified. No diagnostic evidence of pathologic adnexal mass. The appendix appears normal. There is a right paramedian ventral hernia 3 centimeters superior to the umbilicus. Procedure: rad (abdomen flat upright with 1w chest) for abdominal pain. Full result: chest: examination shows no active disease and no significant change since the previous exam from of (B)(6) 2005. Abdomen: supine and upright views of the abdomen show air throughout the colon. There was no evidence of bowel obstruction. No intraabdominal masses or unusual calcifications are demonstrated. Impression: no acute abnormality. On (B)(6) 2007, CT abdipel vis findings: hepatic cyst, small umbilical hernia, nonobstructive bowel gas pattern, mild prominence of the wall of the gastric pylorus was likely within normal limits, normal appearance to the appendix, small amount of fluid within the endometrial canal. Impression: no acute pathology identified. On (B)(6) 2008, right breast ultrasound for palpable lump in the right axilla. Full result: ultrasound examination over the area of the lump shows slightly lobular area of mixed echogenicity in this region which measures about 1 cm in diameter. These suggest a lymph node. This should be managed clinically, and if 1t becomes more prominent to palpation, biopsy could be performed. Full result: this examination has been evaluated in conjunction with the r2 image checker m5000 computer aided detection system. Mammograms were obtained in digital projection. Mlo and cc views of both breasts demonstrate some prominence of the axilla and the patient is instructed to have an ultrasound of the axilla. Homogeneous fibro glandular tissues of the breasts are demonstrated without evidence of a dominant or a cluster of micro calcifications. Impression: no abnormalities are clearly identified within the parenchyma of the breast. Ultrasound of the axilla to follow. On (B)(6) 2011, ultrasound duplex abdomen pelvis comp. Findings: transabdominal and endovaginal sonography was performed of the pelvis. Uterus measures 11.4 cm in length and 4.2 cm in ap diameter. No discrete mass within the uterus. The endometrium measures 13 mm in thickness. Right ovary measures 2.4 x 1.5 x 3.3 cm. Left ovary 2.2 x 1.1 x 1.4 cm. There is no adnexal mass or free fluid in the pelvis. Blood flow was identified in each ovary. There is no fluid collection seen in the right lower quadrant. The appendix is not visualized. Impression: 1. Negative pelvic ultrasound. 2. No evidence of torsion. 3. No fluid collection seen in the right lower quadrant. On (B)(6) 2011, ultrasound pelvic transvaginal, findings: transabdominal and endovaginal sonography was performed of the pelvis. Uterus measures 11.4 cm in length and 4.2 cm in ap diameter. No discrete mass within the uterus. The endometrium measures 13 ram in thickness. Right ovary measures 2.4 x 1.5 x 3.3 cm. Left ovary 2.2 x 1.1 x 1.4 cm. There is no adnexal mass or free fluid in the pelvis. Blood flow was identified in each ovary. There is no fluid collection seen in the right lower quadrant. The appendix is not visualized. Impression: 1. Negative pelvic ultrasound. 2. No evidence of torsion. 3. No fluid collection seen in the right lower quadrant. On (B)(6) 2010, diagnosis, specimen description: vaginal swab. Direct exam: 1. Positive for trichomonas vaginalis. 2. Positive for gardnerella vaginalis. 3. Negative for candida sp. Direct exam: 1. Negative: neisseria gonorrhoeae dna not detected by nucleic acid amplification. 2. Negative: chlamydia trachomatis dna not detected by nucleic acid amplification. On an unspecified date, direct exam positive for trichomonas vaginalis. Direct exam positive for gardnerella vaginalis. Urinalysis: turbidity ua slightly cloudy, urine hgb trace, leukocyte esterase, urine mod microscopic urinalysis- abnormal trichomonas positive. Pelvic dna is positive for trichomonas and gardnerella. Urinalysis showed moderate leukocytes of care urine pregnancy was negative. Final impression: trichomonas. After essure placement, three loops of spring were noted to be visible from the endometrial cavity on left and one loop of the spring was visible from the endometrial cavity on right side. No bleeding was noted. The patient was taken up out of anesthesia and sent to the recovery room in satisfactory condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: other documents (interrogatory ) received event shoulder pain, vaginal irritation , vaginal discharge, irregular menses, infections, sinus infections, mammograms, neck pain, sinus congestion, contact dermatitis and concomitant medication added. Seriousness criteria for event genital hemorrhage updated to non serious a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/essure related pain') and biopsy uterus ('uterine biopsy') in an adult female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included c-section in 1996, multigravida, parity 3 (B)(6) 1996, 2002, (B)(6) 2007.), vaginal irritation, cervicitis, bacterial vaginosis, trichomoniasis, gestational diabetes, hernia repair, abdominal distension, diarrhea, nausea, vomiting, constipation, fever, sexually transmitted disease, anemia, uterine bleeding, sinusitis, respiratory tract infection, uterine bleeding, gestational diabetes, seborrhea capitis, hernia repair, cesarean section, multigravida, uterine bleeding, cough and acute pharyngitis. *she had never experienced the claimed injuries before the date of essure placement. Concurrent conditions included umbilical hernia, urticaria nos, social alcohol drinker (every week), urinary tract infection, suprapubic pain, trichomonal vaginitis, latex allergy, dysuria, vaginal pain, trichomonal vaginitis, chills, vaginal discharge, headache, nasal congestion, respiratory tract infection, blood in stool (positive for blood in stool) and blurry vision. Family history included breast cancer (mother), carcinoma bone, diabetes (mother, maternal grandmother) and cancer (mother). Concomitant products included azithromycin (zithromax), fexofenadine hydrochloride (allegra), metronidazole (flagyl) from (B)(6) 2014 to (B)(6) 2015 and norethisterone acetate (aygestin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding") and adnexa uteri pain ("have a very sharp pain in right tube or ovary not sure, during ovulation so painful"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2013, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced migraine ("severe migraines"), depression ("depression"), dyspareunia ("pain during intercourse"), musculoskeletal pain ("shoulder pain"), vulvovaginal discomfort ("vaginal irritation"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular menses"), sinusitis ("infections,sinus infections"), neck pain ("neck pain"), sinus congestion ("sinus congestion"), dermatitis contact ("contact dermatitis"), pelvic pain ("pelvic pain female") and ovulation pain ("right side pain during ovulation") and was found to have biopsy uterus (seriousness criterion medically significant) and mammogram ("mammograms"). The patient was treated with hydroxyzine, steroids and levonorgestrel (mirena). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, migraine, depression, dyspareunia, adnexa uteri pain, urticaria, biopsy uterus, musculoskeletal pain, vulvovaginal discomfort, vaginal discharge, menstruation irregular, sinusitis, mammogram, neck pain, sinus congestion, dermatitis contact, pelvic pain and ovulation pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, biopsy uterus, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mammogram, menstruation irregular, migraine, musculoskeletal pain, neck pain, ovulation pain, pelvic pain, sinus congestion, sinusitis, urticaria, vaginal discharge, vulvovaginal discomfort and weight fluctuation to be related to essure. The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure,hypersensitivity reaction to nickel or any other component of essure and her use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not claim that essure worsened a previously existing injury/condition. She is currently planning for removal. As per medical record, essure insertion date was (B)(6) 2008. She is currently planning for removal. Uterine biopsy scheduled (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.017 kgs. Hysteroscopy - on (B)(6) 2018: - secretory phase endometrium. Negative for atypia and malignancy. Pregnancy test - on (B)(6) 2016: negative. Ultrasound pelvis - on (B)(6) 2018: non visualization of the left ovary. No left adnexal lesion. Endometrial thickness is within normal limits. Small amount of nonspecific fluid is seen within the endometrium. Slightly heterogeneous appearance of the uterus may be on the basis of multiple small uterine leiomyoma.. Ultrasound scan - on an unknown date: results: nothing unusual; on (B)(6) 2018: abnormal uterine bleeding. On an unspecified date, essure confirmation test was done. Her weight was 172 (units not specified) and height was 5 feet 6 inch. On (B)(6) 2006, ultrasound (pregnancy ultrasound), (transvaginal ob ultrasound), reason for exam: check size and dates, result: transabdominal imaging demonstrates an intrauterine gestational sac with a size of 5.4 millimeters corresponding to an estimated gestational age of 5 weeks 2 days. No fetal pole was as yet seen. The adnexa are unremarkable. Follow-up in several weeks advised to assess for fetal viability. On (B)(6) 2006, ultrasound (fetal age echo, real time sonographic images of fetus were obtained in multiple planes). Reason for exam: patient was pregnant and was having ultrasound for size and dates of fetus. Findings: a single live intrauterine pregnancy is seen with cardiac activity of 169 beats per minute. No somatic motion was demonstrated during real-time sonographic imaging. Average gestational age based on crown-rump length was 9 weeks and 1 day. No signs of subchorionic hemorrhage are seen. The bilateral adnexa appear normal. The left ovary measures 2.8 x 1.7 x 3 centimeters. The right ovary measures 2.5 x 1.4 x 2.4 centimeters. Also noted is the visualization of a yolk sac. The uterus measures 138 x 5.5 x 7.2 centimeters. Impression: single live intrauterine pregnancy with cardiac activity of 169 beats per minute and average gestational age of 9 weeks and 1 day sonographically. On (B)(6) 2007, kidney and bladder ultrasound for lower back pain. Full result: transabdominal multiplanar ultrasonographic images are obtained. A single live intrauterine pregnancy was seen with cardiac activity of 148 beats per in minute. Somatic motion was identified during real-time sonographic imaging. The average gestational age based on head circumference was 22 weeks. The bpd measures 5.5 centimeters. The head circumference measures 20.4 centimeters. The abdominal circumference measures 18 centimeters. The femur length was 3.9 centimeters. The fetal anatomy demonstrated on this exam was the spine, the bladder, kidneys, the stomach, a four chamber heart, and three vessel cords with cord insertion. The estimated fetal weight was 539 grams. The presentation was transverse with the head to the left. The placenta has a fundal location. The amniotic fluid was normal quantity. Impression: normal renal/bladder ultrasound. 1. Single live intrauterine pregnancy with cardiac activity of 148 beats per minute and average gestational age of 22 weeks and 4 days based on head circumference. 2. Normal fetal anatomy with estimated weight of 539 grams 3. Amniotic fluid in normal quantity. Direct exam: positive group b streptococcal dna detected by nucleic acid amplification. Procedure: ultrasound of kidney and bladder. Full result: multi-planner ultrasonographic images of both kidneys and urinary bladder were obtained. Both kidneys demonstrated normal echogenic structure with preserved corticomedullary differentiation. No focal lesions are identified in either kidney. The right renal pelvis demonstrated mild fullness that could be secondary to pregnancy. No significant hydronephrosis was identified bilaterally. Impression: normal renal/bladder ultrasound. On (B)(6) 2007, CT abdomen and pelvis with contrast for diffuse pain, possible obstruction. IV and po contrast. Full result: abdominal and pelvic CT after IV contrast administration. Subsegmental atelectasis or mild scarring, right lung base. Hypodensities in liver with short axis diameters of less than 1 centimeter probably cysts, otherwise too small to accurately characterize with CT. Spleen, pancreas, kidneys and right adrenal gland negative. A 5 millimeter left adrenal nodule, probably an adenoma. Stomach normal. Greater than usual colonic gas. Portions of the colon have a diameter of up to 5.5 centimeters. Sigmoid colon not well distended. No abscess or ascites identified. No diagnostic evidence of pathologic adnexal mass. The appendix appears normal. There is a right paramedian ventral hernia 3 centimeters superior to the umbilicus. Procedure: rad (abdomen flat upright with 1w chest) for abdominal pain. Full result: chest: examination shows no active disease and no significant change since the previous exam from of (B)(6) 2005. Abdomen: supine and upright views of the abdomen show air throughout the colon. There was no evidence of bowel obstruction. No intraabdominal masses or unusual calcifications are demonstrated. Impression: no acute abnormality. On (B)(6) 2007, CT abdipel vis. Findings: hepatic cyst, small umbilical hernia, nonobstructive bowel gas pattern, mild prominence of the wall of the gastric pylorus was likely within normal limits, normal appearance to the appendix, small amount of fluid within the endometrial canal. Impression: no acute pathology identified. On (B)(6) 2008, right breast ultrasound for palpable lump in the right axilla. Full result: ultrasound examination over the area of the lump shows slightly lobular area of mixed echogenicity in this region which measures about 1 cm in diameter. These suggest a lymph node. This should be managed clinically, and if 1t becomes more prominent to palpation, biopsy could be performed. Full result: this examination has been evaluated in conjunction with the r2 image checker m5000 computer aided detection system. Mammograms were obtained in digital projection. Mlo and cc views of both breasts demonstrate some prominence of the axilla and the patient is instructed to have an ultrasound of the axilla. Homogeneous fibro glandular tissues of the breasts are demonstrated without evidence of a dominant or a cluster of micro calcifications. Impression: no abnormalities are clearly identified within the parenchyma of the breast. Ultrasound of the axilla to follow. On (B)(6) 2011, ultrasound duplex abdomen pelvis comp. Findings: transabdominal and endovaginal sonography was performed of the pelvis. Uterus measures 11.4 cm in length and 4.2 cm in ap diameter. No discrete mass within the uterus. The endometrium measures 13 mm in thickness. Right ovary measures 2.4 x 1.5 x 3.3 cm. Left ovary 2.2 x 1.1 x 1.4 cm. There is no adnexal mass or free fluid in the pelvis. Blood flow was identified in each ovary. There is no fluid collection seen in the right lower quadrant. The appendix is not visualized. Impression: 1. Negative pelvic ultrasound. 2. No evidence of torsion. 3. No fluid collection seen in the right lower quadrant. On (B)(6) 2011, ultrasound pelvic transvaginal, findings: transabdominal and endovaginal sonography was performed of the pelvis. Uterus measures 11.4 cm in length and 4.2 cm in ap diameter. No discrete mass within the uterus. The endometrium measures 13 ram in thickness. Right ovary measures 2.4 x 1.5 x 3.3 cm. Left ovary 2.2 x 1.1 x 1.4 cm. There is no adnexal mass or free fluid in the pelvis. Blood flow was identified in each ovary. There is no fluid collection seen in the right lower quadrant. The appendix is not visualized. Impression: 1. Negative pelvic ultrasound. 2. No evidence of torsion. 3. No fluid collection seen in the right lower quadrant. On (B)(6) 2010, diagnosis, specimen description: vaginal swab. Direct exam: 1. Positive for trichomonas vaginalis 2. Positive for gardnerella vaginalis. 3. Negative for candida sp. Direct exam: 1. Negative: neisseria gonorrhoeae dna not detected by nucleic acid amplification. 2. Negative: chlamydia trachomatis dna not detected by nucleic acid amplification. On an unspecified date, direct exam positive for trichomonas vaginalis. Direct exam positive for gardnerella vaginalis. Urinalysis: turbidity ua slightly cloudy, urine hgb trace, leukocyte esterase, urine mod microscopic urinalysis- abnormal trichomonas positive pelvic dna is positive for trichomonas and gardnerella. Urinalysis showed moderate leukocytes of care urine pregnancy was negative. Final impression: trichomonas. After essure placement, three loops of spring were noted to be visible from the endometrial cavity on left and one loop of the spring was visible from the endometrial cavity on right side. No bleeding was noted. The patient was taken up out of anesthesia and sent to the recovery room in satisfactory condition. Lot number: 628192 manufacture date: 2008-09 expiration date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. On 21-oct-2020: no new clinical information. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/essure related pain') and biopsy uterus ('uterine biopsy') in an adult female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included c-section in 1996, multigravida, parity 3 (B)(6) 1996, 2002, (B)(6) 2007.), vaginal irritation, cervicitis, bacterial vaginosis, trichomoniasis, gestational diabetes, hernia repair, abdominal distension, diarrhea, nausea, vomiting, constipation, fever, sexually transmitted disease, anemia, uterine bleeding, sinusitis, respiratory tract infection, uterine bleeding, gestational diabetes, seborrhea capitis, hernia repair, cesarean section, multigravida, uterine bleeding, cough and acute pharyngitis. *she had never experienced the claimed injuries before the date of essure placement. Concurrent conditions included umbilical hernia, urticaria nos, social alcohol drinker (every week), urinary tract infection, suprapubic pain, trichomonal vaginitis, latex allergy, dysuria, vaginal pain, trichomonal vaginitis, chills, vaginal discharge, headache, nasal congestion, respiratory tract infection, blood in stool (positive for blood in stool) and blurry vision. Family history included breast cancer (mother), carcinoma bone, diabetes (mother, maternal grandmother) and cancer (mother). Concomitant products included azithromycin (zithromax), fexofenadine hydrochloride (allegra), metronidazole (flagyl) from (B)(6) 2014 to (B)(6) 2015 and norethisterone acetate (aygestin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding") and adnexa uteri pain ("have a very sharp pain in right tube or ovary not sure, during ovulation so painful"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2013, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced migraine ("severe migraines"), depression ("depression"), dyspareunia ("pain during intercourse"), musculoskeletal pain ("shoulder pain"), vulvovaginal discomfort ("vaginal irritation"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular menses"), sinusitis ("infections,sinus infections"), neck pain ("neck pain"), sinus congestion ("sinus congestion"), dermatitis contact ("contact dermatitis"), pelvic pain ("pelvic pain female") and ovulation pain ("right side pain during ovulation") and was found to have biopsy uterus (seriousness criterion medically significant) and mammogram ("mammograms"). The patient was treated with hydroxyzine, steroids and levonorgestrel (mirena). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, migraine, depression, dyspareunia, adnexa uteri pain, urticaria, biopsy uterus, musculoskeletal pain, vulvovaginal discomfort, vaginal discharge, menstruation irregular, sinusitis, mammogram, neck pain, sinus congestion, dermatitis contact, pelvic pain and ovulation pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, biopsy uterus, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mammogram, menstruation irregular, migraine, musculoskeletal pain, neck pain, ovulation pain, pelvic pain, sinus congestion, sinusitis, urticaria, vaginal discharge, vulvovaginal discomfort and weight fluctuation to be related to essure. The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure,hypersensitivity reaction to nickel or any other component of essure and her use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not claim that essure worsened a previously existing injury/condition. She is currently planning for removal. As per medical record, essure insertion date was (B)(6) 2008. She is currently planning for removal. Uterine biopsy scheduled (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.017 kgs. Hysteroscopy - on (B)(6) 2018: - secretory phase endometrium. Negative for atypia and malignancy. Pregnancy test - on (B)(6) 2016: negative. Ultrasound pelvis - on (B)(6) 2018: non visualization of the left ovary. No left adnexal lesion. Endometrial thickness is within normal limits. Small amount of nonspecific fluid is seen within the endometrium. Slightly heterogeneous appearance of the uterus may be on the basis of multiple small uterine leiomyoma.. Ultrasound scan - on an unknown date: results: nothing unusual; on (B)(6) 2018: abnormal uterine bleeding. On an unspecified date, essure confirmation test was done. Her weight was 172 (units not specified) and height was 5 feet 6 inch. On (B)(6) 2006, ultrasound (pregnancy ultrasound), (transvaginal ob ultrasound), reason for exam: check size and dates, result: transabdominal imaging demonstrates an intrauterine gestational sac with a size of 5.4 millimeters corresponding to an estimated gestational age of 5 weeks 2 days. No fetal pole was as yet seen. The adnexa are unremarkable. Follow-up in several weeks advised to assess for fetal viability. On (B)(6) 2006, ultrasound (fetal age echo, real time sonographic images of fetus were obtained in multiple planes). Reason for exam: patient was pregnant and was having ultrasound for size and dates of fetus. Findings: a single live intrauterine pregnancy is seen with cardiac activity of 169 beats per minute. No somatic motion was demonstrated during real-time sonographic imaging. Average gestational age based on crown-rump length was 9 weeks and 1 day. No signs of subchorionic hemorrhage are seen. The bilateral adnexa appear normal. The left ovary measures 2.8 x 1.7 x 3 centimeters. The right ovary measures 2.5 x 1.4 x 2.4 centimeters. Also noted is the visualization of a yolk sac. The uterus measures 138 x 5.5 x 7.2 centimeters. Impression: single live intrauterine pregnancy with cardiac activity of 169 beats per minute and average gestational age of 9 weeks and 1 day sonographically. On (B)(6) 2007, kidney and bladder ultrasound for lower back pain. Full result: transabdominal multiplanar ultrasonographic images are obtained. A single live intrauterine pregnancy was seen with cardiac activity of 148 beats per in minute. Somatic motion was identified during real-time sonographic imaging. The average gestational age based on head circumference was 22 weeks. The bpd measures 5.5 centimeters. The head circumference measures 20.4 centimeters. The abdominal circumference measures 18 centimeters. The femur length was 3.9 centimeters. The fetal anatomy demonstrated on this exam was the spine, the bladder, kidneys, the stomach, a four chamber heart, and three vessel cords with cord insertion. The estimated fetal weight was 539 grams. The presentation was transverse with the head to the left. The placenta has a fundal location. The amniotic fluid was normal quantity. Impression: normal renal/bladder ultrasound. 1. Single live intrauterine pregnancy with cardiac activity of 148 beats per minute and average gestational age of 22 weeks and 4 days based on head circumference. 2. Normal fetal anatomy with estimated weight of 539 grams. 3. Amniotic fluid in normal quantity. Direct exam: positive group b streptococcal dna detected by nucleic acid amplification. Procedure: ultrasound of kidney and bladder. Full result: multiplaner ultrasonographic images of both kidneys and urinary bladder were obtained. Both kidneys demonstrated normal echogenic structure with preserved corticomedullary differentiation. No focal lesions are identified in either kidney. The right renal pelvis demonstrated mild fullness that could be secondary to pregnancy. No significant hydronephrosis was identified bilaterally. Impression: normal renal/bladder ultrasound. On (B)(6) 2007, CT abdomen and pelvis with contrast for diffuse pain, possible obstruction. IV and po contrast. Full result: abdominal and pelvic CT after IV contrast administration. Subsegmental atelectasis or mild scarring, right lung base. Hypodensities in liver with short axis diameters of less than 1 centimeter probably cysts, otherwise too small to accurately characterize with CT. Spleen, pancreas, kidneys and right adrenal gland negative. A 5 millimeter left adrenal nodule, probably an adenoma. Stomach normal. Greater than usual colonic gas. Portions of the colon have a diameter of up to 5.5 centimeters. Sigmoid colon not well distended. No abscess or ascites identified. No diagnostic evidence of pathologic adnexal mass. The appendix appears normal. There is a right paramedian ventral hernia 3 centimeters superior to the umbilicus. Procedure: rad (abdomen flat upright with 1w chest) for abdominal pain. Full result: chest: examination shows no active disease and no significant change since the previous exam from of (B)(6) 2005. Abdomen: supine and upright views of the abdomen show air throughout the colon. There was no evidence of bowel obstruction. No intraabdominal masses or unusual calcifications are demonstrated. Impression: no acute abnormality. On (B)(6) 2007, CT abdipel vis findings: hepatic cyst, small umbilical hernia, nonobstructive bowel gas pattern, mild prominence of the wall of the gastric pylorus was likely within normal limits, normal appearance to the appendix, small amount of fluid within the endometrial canal. Impression: no acute pathology identified. On (B)(6) 2008, right breast ultrasound for palpable lump in the right axilla. Full result: ultrasound examination over the area of the lump shows slightly lobular area of mixed echogenicity in this region which measures about 1 cm in diameter. These suggest a lymph node. This should be managed clinically, and if 1t becomes more prominent to palpation, biopsy could be performed. Full result: this examination has been evaluated in conjunction with the r2 image checker m5000 computer aided detection system. Mammograms were obtained in digital projection. Mlo and cc views of both breasts demonstrate some prominence of the axilla and the patient is instructed to have an ultrasound of the axilla. Homogeneous fibro glandular tissues of the breasts are demonstrated without evidence of a dominant or a cluster of micro calcifications. Impression: no abnormalities are clearly identified within the parenchyma of the breast. Ultrasound of the axilla to follow. On (B)(6) 2011, ultrasound duplex abdomen pelvis comp. Findings: transabdominal and endovaginal sonography was performed of the pelvis. Uterus measures 11.4 cm in length and 4.2 cm in ap diameter. No discrete mass within the uterus. The endometrium measures 13 mm in thickness. Right ovary measures 2.4 x 1.5 x 3.3 cm. Left ovary 2.2 x 1.1 x 1.4 cm. There is no adnexal mass or free fluid in the pelvis. Blood flow was identified in each ovary. There is no fluid collection seen in the right lower quadrant. The appendix is not visualized. Impression: 1. Negative pelvic ultrasound. 2. No evidence of torsion. 3. No fluid collection seen in the right lower quadrant. On (B)(6) 2011, ultrasound pelvic transvaginal, findings: transabdominal and endovaginal sonography was performed of the pelvis. Uterus measures 11.4 cm in length and 4.2 cm in ap diameter. No discrete mass within the uterus. The endometrium measures 13 ram in thickness. Right ovary measures 2.4 x 1.5 x 3.3 cm. Left ovary 2.2 x 1.1 x 1.4 cm. There is no adnexal mass or free fluid in the pelvis. Blood flow was identified in each ovary. There is no fluid collection seen in the right lower quadrant. The appendix is not visualized. Impression: 1. Negative pelvic ultrasound. 2. No evidence of torsion. 3. No fluid collection seen in the right lower quadrant. On (B)(6) 2010, diagnosis, specimen description: vaginal swab. Direct exam: 1. Positive for trichomonas vaginalis. 2. Positive for gardnerella vaginalis. 3. Negative for candida sp. Direct exam: 1. Negative: neisseria gonorrhoeae dna not detected by nucleic acid amplification. 2. Negative: chlamydia trachomatis dna not detected by nucleic acid amplification. On an unspecified date, direct exam positive for trichomonas vaginalis. Direct exam positive for gardnerella vaginalis. Urinalysis: turbidity ua slightly cloudy, urine hgb trace, leukocyte esterase, urine mod microscopic urinalysis- abnormal trichomonas positive pelvic dna is positive for trichomonas and gardnerella. Urinalysis showed moderate leukocytes of care urine pregnancy was negative. Final impression: trichomonas. After essure placement, three loops of spring were noted to be visible from the endometrial cavity on left and one loop of the spring was visible from the endometrial cavity on right side. No bleeding was noted. The patient was taken up out of anesthesia and sent to the recovery room in satisfactory condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Event: pelvic pain , right side pain on ovulation were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/essure related pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 628192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1996, (B)(6) 2007), vaginal irritation, cervicitis, bacterial vaginosis, trichomoniasis, gestational diabetes, c-section in 1996, hernia repair, abdominal distension, diarrhea, nausea, vomiting, constipation and fever. *she had never experienced the claimed injuries before the date of essure placement. Concurrent conditions included umbilical hernia, urticaria nos, social alcohol drinker (every week), urinary tract infection, suprapubic pain, trichomonal vaginitis and latex allergy. Family history included breast cancer (mother), carcinoma bone, diabetes (mother, maternal grandmother) and cancer (mother). Concomitant products included metronidazole (flagyl) on (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced weight fluctuation ("weight fluctuations"). On an unknown date, the patient experienced migraine ("severe migraines"), depression ("depression"), dyspareunia ("pain during intercourse") and adnexa uteri pain ("have a very sharp pain in right tube or ovary not sure, during ovulation so painful"). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, migraine, depression, dyspareunia and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and weight fluctuation to be related to essure. The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure,hypersensitivity reaction to nickel or any other component of essureand her use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not claim that essure worsened a previously existing injury/condition. As per medical record, essure insertion date was (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: nothing unusual. Most recent follow-up information incorporated above includes: on 17-nov-2017: medical record received. Reporter information updated, case became medically confirmed. Patient relevant history, lab data and concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/essure related pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 628192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1996, (B)(6) 2007). She had never experienced the claimed injuries before the date of essure placement. Concurrent conditions included umbilical hernia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced weight fluctuation ("weight fluctuations"). On an unknown date, the patient experienced migraine ("severe migraines"), depression ("depression"), dyspareunia ("pain during intercourse") and adnexa uteri pain ("have a very sharp pain in right tube or ovary not sure, during ovulation so painful"). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, migraine, depression, dyspareunia and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and weight fluctuation to be related to essure. The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure,hypersensitivity reaction to nickel or any other component of essure and her use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: nothing unusual on an unspecified date, essure confirmation test was done. Her weight was (B)(6) (units not specified) and height was 5 feet 6 inch . Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-nov-2017: plaintiff fact sheet received- all relevant medical history was added,lot number-628192. Onset date of events abdominal pain, heavy bleeding, menstrual pain, fatigue, weight fluctuations was updated and event have a very sharp pain in right tube or ovary not sure, during ovulation so painful was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/essure related pain'), genital haemorrhage ('heavy bleeding') and biopsy uterus ('uterine biopsy') in an adult female patient who had essure (batch no: 628192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included c-section in 1996, gravida ii, parity 2 (on (B)(6) 1996,on (B)(6) 2007), vaginal irritation, cervicitis, bacterial vaginosis, trichomoniasis, gestational diabetes, hernia repair, abdominal distension, diarrhea, nausea, vomiting, constipation and fever. *she had never experienced the claimed injuries before the date of essure placement. Concurrent conditions included umbilical hernia, urticaria nos, social alcohol drinker (every week), urinary tract infection, suprapubic pain, trichomonal vaginitis and latex allergy. Family history included breast cancer (mother), carcinoma bone, diabetes (mother, maternal grandmother) and cancer (mother). Concomitant products included metronidazole (flagyl) from 21-jul-2014 to 20-may-2015. On (B)(6) 2008, the patient had essure inserted. In february 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("have a very sharp pain in right tube or ovary not sure, during ovulation so painful"). In january 2012, the patient experienced fatigue ("fatigue"). In march 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In june 2013, the patient experienced weight fluctuation ("weight fluctuations"). In november 2013, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced migraine ("severe migraines"), depression ("depression") and dyspareunia ("pain during intercourse") and was found to have biopsy uterus (seriousness criterion medically significant). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, migraine, depression, dyspareunia, adnexa uteri pain, urticaria and biopsy uterus outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, biopsy uterus, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, urticaria and weight fluctuation to be related to essure. The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure,hypersensitivity reaction to nickel or any other component of essureand her use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not claim that essure worsened a previously existing injury/condition. As per medical record, essure insertion date was on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.017 kgs. Ultrasound scan - on an unknown date: results: nothing unusual. On an unspecified date, essure confirmation test was done. Her weight was 172 (units not specified) and height was 5 feet 6 inch. On (B)(6) 2006, ultrasound (pregnancy ultrasound), (transvaginal ob ultrasound), reason for exam: check size and dates, result: transabdominal imaging demonstrates an intrauterine gestational sac with a size of 5.4 millimeters corresponding to an estimated gestational age of 5 weeks 2 days. No fetal pole was as yet seen. The adnexa are unremarkable. Follow-up in several weeks advised to assess for fetal viability. On (B)(6) 2006, ultrasound (fetal age echo, real time sonographic images of fetus were obtained in multiple planes). Reason for exam: patient was pregnant and was having ultrasound for size and dates of fetus. Findings: a single live intrauterine pregnancy is seen with cardiac activity of 169 beats per minute. No somatic motion was demonstrated during real-time sonographic imaging. Average gestational age based on crown-rump length was 9 weeks and 1 day. No signs of subchorionic hemorrhage are seen. The bilateral adnexa appear normal. The left ovary measures 2.8 x 1.7 x 3 centimeters. The right ovary measures 2.5 x 1.4 x 2.4 centimeters. Also noted is the visualization of a yolk sac. The uterus measures 138 x 5.5 x 7.2 centimeters. Impression: single live intrauterine pregnancy with cardiac activity of 169 beats per minute and average gestational age of 9 weeks and 1 day sonographically. On (B)(6) 2007, kidney and bladder ultrasound for lower back pain. Full result: transabdominal multiplanar ultrasonographic images are obtained. A single live intrauterine pregnancy was seen with cardiac activity of 148 beats per in minute. Somatic motion was identified during real-time sonographic imaging. The average gestational age based on head circumference was 22 weeks. The bpd measures 5.5 centimeters. The head circumference measures 20.4 centimeters. The abdominal circumference measures 18 centimeters. The femur length was 3.9 centimeters. The fetal anatomy demonstrated on this exam was the spine, the bladder, kidneys, the stomach, a four chamber heart, and three vessel cords with cord insertion. The estimated fetal weight was 539 grams. The presentation was transverse with the head to the left. The placenta has a fundal location. The amniotic fluid was normal quantity. Impression: normal renal/bladder ultrasound. 1. Single live intrauterine pregnancy with cardiac activity of 148 beats per minute and average gestational age of 22 weeks and 4 days based on head circumference. 2. Normal fetal anatomy with estimated weight of 539 grams. 3. Amniotic fluid in normal quantity. Direct exam: positive group b streptococcal dna detected by nucleic acid amplification. Procedure: ultrasound of kidney and bladder. Full result: multiplaner ultrasonsographic images of both kidneys and urinary bladder were obtained. Both kidneys demonstrated normal echogenic structure with preserved corticomedullary differentiation. No focal lesions are identified in either kidney. The right renal pelvis demonstrated mild fullness that could be secondary to pregnancy. No significant hydronephrosis was identified bilaterally. Impression: normal renal/bladder ultrasound. On (B)(6) 2007, CT abdomen and pelvis with contrast for diffuse pain, possible obstruction. IV and po contrast. Full result: abdominal and pelvic CT after IV contrast administration. Subsegmental atelectasis or mild scarring, right lung base. Hypodensities in liver with short axis diameters of less than 1 centimeter probably cysts, otherwise too small to accurately characterize with CT. Spleen, pancreas, kidneys and right adrenal gland negative. A 5 millimeter left adrenal nodule, probably an adenoma. Stomach normal. Greater than usual colonic gas. Portions of the colon have a diameter of up to 5.5 centimeters. Sigmoid colon not well distended. No abscess or ascites identified. No diagnostic evidence of pathologic adnexal mass. The appendix appears normal. There is a right paramedian ventral hernia 3 centimeters superior to the umbilicus. Procedure: rad (abdomen flat upright with 1w chest) for abdominal pain. Full result: chest: examination shows no active disease and no significant change since the previous exam from of on (B)(6) 2005. Abdomen: supine and upright views of the abdomen show air throughout the colon. There was no evidence of bowel obstruction. No intraabdominal masses or unusual calcifications are demonstrated. Impression: no acute abnormality. On (B)(6) 2007, CT abdipel vis. Findings: hepatic cyst, small umbilical hernia, nonobstructive bowel gas pattern, mild prominence of the wall of the gastric pylorus was likely within normal limits, normal appearance to the appendix, small amount of fluid within the endometrial canal. Impression: no acute pathology identified. On (B)(6) 2008, right breast ultrasound for palpable lump in the right axilla. Full result: ultrasound examination over the area of the lump shows slightly lobular area of mixed echogenicity in this region which measures about 1 cm in diameter. These suggest a lymph node. This should be managed clinically, and if 1t becomes more prominent to palpation, biopsy could be performed. Full result: this examination has been evaluated in conjunction with the r2 image checker m5000 computer aided detection system. Mammograms were obtained in digital projection. Mlo and cc views of both breasts demonstrate some prominence of the axilla and the patient is instructed to have an ultrasound of the axilla. Homogeneous fibro glandular tissues of the breasts are demonstrated without evidence of a dominant or a cluster of micro calcifications. Impression: no abnormalities are clearly identified within the parenchyma of the breast. Ultrasound of the axilla to follow. On (B)(6) 2011, ultrasound duplex abdomen pelvis comp. Findings: transabdominal and endovaginal sonography was performed of the pelvis. Uterus measures 11.4 cm in length and 4.2 cm in ap diameter. No discrete mass within the uterus. The endometrium measures 13 mm in thickness. Right ovary measures 2.4 x 1.5 x 3.3 cm. Left ovary 2.2 x 1.1 x 1.4 cm. There is no adnexal mass or free fluid in the pelvis. Blood flow was identified in each ovary. There is no fluid collection seen in the right lower quadrant. The appendix is not visualized. Impression: 1. Negative pelvic ultrasound. 2. No evidence of torsion. 3. No fluid collection seen in the right lower quadrant. On (B)(6) 2011, ultrasound pelvic transvaginal, findings: transabdominal and endovaginal sonography was performed of the pelvis. Uterus measures 11.4 cm in length and 4.2 cm in ap diameter. No discrete mass within the uterus. The endometrium measures 13 ram in thickness. Right ovary measures 2.4 x 1.5 x 3.3 cm. Left ovary 2.2 x 1.1 x 1.4 cm. There is no adnexal mass or free fluid in the pelvis. Blood flow was identified in each ovary. There is no fluid collection seen in the right lower quadrant. The appendix is not visualized. Impression: 1. Negative pelvic ultrasound. 2. No evidence of torsion. 3. No fluid collection seen in the right lower quadrant. On (B)(6) 2010, diagnosis, specimen description: vaginal swab. Direct exam: 1. Positive for trichomonas vaginalis 2. Positive for gardnerella vaginalis. 3. Negative for candida sp. Direct exam: 1. Negative: neisseria gonorrhoeae dna not detected by nucleic acid amplification. 2. Negative: chlamydia trachomatis dna not detected by nucleic acid amplification. On an unspecified date, direct exam positive for trichomonas vaginalis. Direct exam positive for gardnerella vaginalis. Urinalysis: turbidity ua slightly cloudy, urine hgb trace, leukocyte esterase, urine mod microscopic urinalysis- abnormal trichomonas positive pelvic dna is positive for trichomonas and gardnerella. Urinalysis showed moderate leukocytes of care urine pregnancy was negative. Final impression: trichomonas. After essure placement, three loops of spring were noted to be visible from the endometrial cavity on left and one loop of the spring was visible from the endometrial cavity on right side. No bleeding was noted. The patient was taken up out of anesthesia and sent to the recovery room in satisfactory condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received; new events- hives, uterine biopsy, device monitoring procedure not performed were added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/essure related pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 628192) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (12-sep-1996, 08-may-2007), vaginal irritation, cervicitis, bacterial vaginosis, trichomoniasis, gestational diabetes, c-section in 1996, hernia repair, abdominal distension, diarrhea, nausea, vomiting, constipation and fever. *she had never experienced the claimed injuries before the date of essure placement. Concurrent conditions included umbilical hernia, urticaria nos, social alcohol drinker (every week), urinary tract infection, suprapubic pain, trichomonal vaginitis and latex allergy. Family history included breast cancer (mother), carcinoma bone, diabetes (mother, maternal grandmother) and cancer (mother). Concomitant products included metronidazole (flagyl) from 21-jul-2014 to 20-may-2015. On (B)(6) 2008, the patient had essure inserted. In february 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In january 2012, the patient experienced fatigue ("fatigue"). In march 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In june 2013, the patient experienced weight fluctuation ("weight fluctuations"). On an unknown date, the patient experienced migraine ("severe migraines"), depression ("depression"), dyspareunia ("pain during intercourse") and adnexa uteri pain ("have a very sharp pain in right tube or ovary not sure, during ovulation so painful"). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, migraine, depression, dyspareunia and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine and weight fluctuation to be related to essure. The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure,hypersensitivity reaction to nickel or any other component of essure and her use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not claim that essure worsened a previously existing injury/condition. As per medical record, essure insertion date was (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: nothing unusual on an unspecified date, essure confirmation test was done. Her weight was 172 (units not specified) and height was 5 feet 6 inch. On (B)(6) 2006, ultrasound (pregnancy ultrasound), (transvaginal ob ultrasound), reason for exam: check size and dates, result: transabdominal imaging demonstrates an intrauterine gestational sac with a size of 5.4 millimeters corresponding to an estimated gestational age of 5 weeks 2 days. No fetal pole was as yet seen. The adnexa are unremarkable. Follow-up in several weeks advised to assess for fetal viability. On (B)(6) 2006, ultrasound (fetal age echo, real time sonographic images of fetus were obtained in multiple planes). Reason for exam: patient was pregnant and was having ultrasound for size and dates of fetus. Findings: a single live intrauterine pregnancy is seen with cardiac activity of 169 beats per minute. No somatic motion was demonstrated during real-time sonographic imaging. Average gestational age based on crown-rump length was 9 weeks and 1 day. No signs of subchorionic hemorrhage are seen. The bilateral adnexa appear normal. The left ovary measures 2.8 x 1.7 x 3 centimeters. The right ovary measures 2.5 x 1.4 x 2.4 centimeters. Also noted is the visualization of a yolk sac. The uterus measures 138 x 5.5 x 7.2 centimeters. Impression: single live intrauterine pregnancy with cardiac activity of 169 beats per minute and average gestational age of 9 weeks and 1 day sonographically. On (B)(6) 2007, kidney and bladder ultrasound for lower back pain. Full result: transabdominal multiplanar ultrasonographic images are obtained. A single live intrauterine pregnancy was seen with cardiac activity of 148 beats per in minute. Somatic motion was identified during real-time sonographic imaging. The average gestational age based on head circumference was 22 weeks. The bpd measures 5.5 centimeters. The head circumference measures 20.4 centimeters. The abdominal circumference measures 18 centimeters. The femur length was 3.9 centimeters. The fetal anatomy demonstrated on this exam was the spine, the bladder, kidneys, the stomach, a four chamber heart, and three vessel cords with cord insertion. The estimated fetal weight was 539 grams. The presentation was transverse with the head to the left. The placenta has a fundal location. The amniotic fluid was normal quantity. Impression: normal renal/bladder ultrasound. 1. Single live intrauterine pregnancy with cardiac activity of 148 beats per minute and average gestational age of 22 weeks and 4 days based on head circumference. 2. Normal fetal anatomy with estimated weight of 539 grams 3. Amniotic fluid in normal quantity. Direct exam: positive group b streptococcal dna detected by nucleic acid amplification. Procedure: ultrasound of kidney and bladder. Full result: multiplaner ultrasonographic images of both kidneys and urinary bladder were obtained. Both kidneys demonstrated normal echogenic structure with preserved corticomedullary differentiation. No focal lesions are identified in either kidney. The right renal pelvis demonstrated mild fullness that could be secondary to pregnancy. No significant hydronephrosis was identified bilaterally. Impression: normal renal/bladder ultrasound. On (B)(6) 2007, CT abdomen and pelvis with contrast for diffuse pain, possible obstruction. IV and po contrast. Full result: abdominal and pelvic CT after IV contrast administration. Subsegmental atelectasis or mild scarring, right lung base. Hypodensities in liver with short axis diameters of less than 1 centimeter probably cysts, otherwise too small to accurately characterize with CT. Spleen, pancreas, kidneys and right adrenal gland negative. A 5 millimeter left adrenal nodule, probably an adenoma. Stomach normal. Greater than usual colonic gas. Portions of the colon have a diameter of up to 5.5 centimeters. Sigmoid colon not well distended. No abscess or ascites identified. No diagnostic evidence of pathologic adnexal mass. The appendix appears normal. There is a right paramedian ventral hernia 3 centimeters superior to the umbilicus. Procedure: rad (abdomen flat upright with 1w chest) for abdominal pain. Full result: chest: examination shows no active disease and no significant change since the previous exam from of (B)(6) 2005. Abdomen: supine and upright views of the abdomen show air throughout the colon. There was no evidence of bowel obstruction. No intraabdominal masses or unusual calcifications are demonstrated. Impression: no acute abnormality. On (B)(6) 2007, CT abdipel vis findings: hepatic cyst, small umbilical hernia, nonobstructive bowel gas pattern, mild prominence of the wall of the gastric pylorus was likely within normal limits, normal appearance to the appendix, small amount of fluid within the endometrial canal. Impression: no acute pathology identified. On (B)(6) 2008, right breast ultrasound for palpable lump in the right axilla. Full result: ultrasound examination over the area of the lump shows slightly lobular area of mixed echogenicity in this region which measures about 1 cm in diameter. These suggest a lymph node. This should be managed clinically, and if 1t becomes more prominent to palpation, biopsy could be performed. Full result: this examination has been evaluated in conjunction with the r2 image checker m5000 computer aided detection system. Mammograms were obtained in digital projection. Mlo and cc views of both breasts demonstrate some prominence of the axilla and the patient is instructed to have an ultrasound of the axilla. Homogeneous fibro glandular tissues of the breasts are demonstrated without evidence of a dominant or a cluster of micro calcifications. Impression: no abnormalities are clearly identified within the parenchyma of the breast. Ultrasound of the axilla to follow. On (B)(6) 2011, ultrasound duplex abdomen pelvis comp. Findings: transabdominal and endovaginal sonography was performed of the pelvis. Uterus measures 11.4 cm in length and 4.2 cm in ap diameter. No discrete mass within the uterus. The endometrium measures 13 mm in thickness. Right ovary measures 2.4 x 1.5 x 3.3 cm. Left ovary 2.2 x 1.1 x 1.4 cm. There is no adnexal mass or free fluid in the pelvis. Blood flow was identified in each ovary. There is no fluid collection seen in the right lower quadrant. The appendix is not visualized. Impression: 1. Negative pelvic ultrasound. 2. No evidence of torsion. 3. No fluid collection seen in the right lower quadrant. On (B)(6) 2011, ultrasound pelvic transvaginal, findings: transabdominal and endovaginal sonography was performed of the pelvis. Uterus measures 11.4 cm in length and 4.2 cm in ap diameter. No discrete mass within the uterus. The endometrium measures 13 ram in thickness. Right ovary measures 2.4 x 1.5 x 3.3 cm. Left ovary 2.2 x 1.1 x 1.4 cm. There is no adnexal mass or free fluid in the pelvis. Blood flow was identified in each ovary. There is no fluid collection seen in the right lower quadrant. The appendix is not visualized. Impression: 1. Negative pelvic ultrasound. 2. No evidence of torsion. 3. No fluid collection seen in the right lower quadrant. On (B)(6) 2010, diagnosis, specimen description: vaginal swab. Direct exam: 1. Positive for trichomonas vaginalis 2. Positive for gardnerella vaginalis. 3. Negative for candida sp direct exam: 1. Negative: neisseria gonorrhoeae dna not detected by nucleic acid amplification. 2. Negative: chlamydia trachomatis dna not detected by nucleic acid amplification. On an unspecified date, direct exam positive for trichomonas vaginalis direct exam positive for gardnerella vaginalis urinalysis: turbidity ua slightly cloudy, urine hgb trace, leukocyte esterase, urine mod microscopic urinalysis- abnormal trichomonas positive pelvic dna is positive for trichomonas and gardnerella. Urinalysis showed moderate leukocytes of care urine pregnancy was negative. Final impression: trichomonas. After essure placement, three loops of spring were noted to be visible from the endometrial cavity on left and one loop of the spring was visible from the endometrial cavity on right side. No bleeding was noted. The patient was taken up out of anesthesia and sent to the recovery room in satisfactory condition. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs